Manufacturer narrative:
The sample was received for evaluation. A visual inspection was performed and identified damage to the dark blue female connector. Functional testing was performed including leak testing, clear passage testing, and clamp function testing. Leak testing identified a leak at the connection point (dark blue female connector to mini cap). The cause of the reported leak was determined to be a damaged dark blue female connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred on a minicap transfer set leak from between the female connector and the minicap. This event occurred after therapy while the twist clamp was being closed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.